Event description:
It was initially reported two cusa excel tips (product ID: c4601, lot numbers 113630 and 1133588) were used on a liver tumor procedure and both tip ends broke off during use. The tip end was lost in the surgical site for a short time until the surgeon eventually located it. The tips were not in contact with any other instrument, however, the cem nosecone was being used. There was no pt injury reported and the product problem led to a 30 min increase in surgery time. Add'l info was then received on (B)(6) 2014 with the following: it was clarified that only one of the two cusa excel tips used had actually broken off. The user had opened another tip to replace the broken tip. The replacement tip worked perfectly well. The user could not remember which packaging and lot number went with which tip, hence two lot numbers were provided to the sale rep when it was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.